Manufacturer narrative:
Date of death was reported to have occurred between (B)(6) 2020.

Event description:
Information was received that while a smiths medical cadd legacy pca pumps - 6300 was in use, patient had an overdose of medication due to faulty settings. It was reported the patient had been the cause of the faulty settings, and subsequently passed away-date not yet confirmed.